Event description:
The lay user / patient contacted lfs on (B)(6) 2012, alleging an error 5 message on their one touch ping meter. The patient had mentioned that prior to testing on (B)(6) 2012, at4:30pm the patient had developed symptoms of nausea and vomiting. The patient tested an hour later and obtained an error 5 message. The patient denied seeking any medical attention or contacting their physician for assistance. This is not the first time the product was being used. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient had developed symptoms an hour prior to the alleged issue. The symptoms are also not suggestive symptoms of a serious injury based on lfs definition. The complaint is being reported since the alleged error 5 message was not resolved via troubleshooting.

Manufacturer narrative:
G5:510 (k) k082590.